Event description:
It was reported the patient's blood glucose level rose above 300 mg/dl. The patient developed a skin infection at the pod's insertion site causing excessive itching, redness, and clear liquid drainage while wearing the pod for between 4 and 24 hours. The patient visited physician and was prescribed mupirocin 2% prn and triamcinolone 1% prn for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.